Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported perforation of vessels. Based on available information, a cause for the reported vessel perforation could not be conclusively determined. The reported patient effect of vascular perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. Later that day, it was noted there was a tear in the patient's iliac vein and ivc. The patient then proceeded to have them surgically repaired.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. Later that day, it was noted there was a tear in the patient's iliac vein and ivc. The patient then proceeded to have them surgically repaired.